Manufacturer narrative:
This report is submitted on april 05, 2019 (B)(4).

Event description:
Per the clinic, the patient experienced infection around the implant site which could not be resolved, subsequently the patient was hospitalised and treated with IV antibiotics. Clinical management is ongoing.